Event description:
It is reported that fitmore stem was implanted and might lead to a potential revision in near future. Pt experiences symptomatic pain with potential loosening (perceived radiolucent lines around distal tip).

Manufacturer narrative:
Info was forwarded from (B)(6) which markets the device in the u.s. The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, the changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).